Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The band was noted to be ruptured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The band was noted to be ruptured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block a2 (age at time of event, sex and weight) and block e1 (initial reporter zip/post code). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation result. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with no bands attached to it and the handle slot did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed, as the trip wire was not secured into the handle slot. This oversight can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when the handle is used to pull the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the IFU states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. During the procedure, the band could not be deployed while the physician turned the handle unit. The band was noted to be ruptured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.